Event description:
During leep procedure the safe-t-gauge on a loop electrode melted. The safe-t-gauge sprung open and an end contacted vaginal side wall. There was no bleeding from site immediately post-procedure. The pt returned to the emergency room later that evening with bleeding described as "profuse". The pt was taken to the operating room where the injury was stitched and the vagina was packed. The pt was kept overnight for observation. An erbe model icc 350 (setting 120 watts, effect 2) with a conmed pencil was being used during the procedure.